Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the pocket was being closed immediately following an implant procedure the right atrial (ra) lead noted to exhibit non-capture, increase threshold and dislodgement. The pocket was reopened, and lead was repositioned. Two hours post implant the patient experienced chest pain with respirations. An electrocardiogram revealed a small pericardial effusion and a perforation was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.